Event description:
Central line (cordis style, with a port for transvenous pacing) was inserted in the ed. Received report that overnight 4/8 line was drawing air. ICU resident and fellow evaluated line and placed many tegaderms over all the ports and stopcocks. Line again began to drawing air, ICU notified & catheter discontinued for risk of air embolism. Catheter was found to have a one way valve cap in place instead of occlusive cap. Unclear if also a problem with the stopcock attached to the line. Line was given to nurse for evaluation. No harm to patient as result of catheter problems.======================manufacturer response for catheter, st jude cardiovascular (per site reporter).======================clinical nurse specialist contacted manufacturer and was told that they do not recommend an occlusive cap for the introducer hemostasis valve nor recommend an obturator to maintain the catheter shape when it is left in for a period of time.device #1is this a laboratory device or laboratory test?no.